Event description:
It was reported that the handpiece did not work during the surgery and the surgery was delayed over 30 minutes. The customer completed the procedure with another handpiece. No adverse consequences were reported as a result of this event. This device is used for treatment.

Manufacturer narrative:
Evaluation revealed the device functioned, but had an intermittent operation when running in the oscillation mode. The cause of the complaint was attributed to moisture intrusion to the motor chamber through the front seals. The current product revision has been reviewed and additional design improvements to the sealing system have been implemented for a more robust product in regards to moisture intrusion.